Event description:
The patient came in for a laparoscopic hysterectomy. The device that was used for cautery was the ultracision (ace) harmonic scalpel and the handpiece device's plastic at the tip melted. The device never actually got used on the patient. This was replaced by a new device, and there was no injury.